Event description:
On 8/23/24 an ilet user's mother reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced high bg due to what was suspected to be a "bad batch" of infusion sets. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user had a bg level of 401 mg/dl and was nauseous, vomiting, and had high ketones. The user was admitted to the ER, received IV fluids, and was released 3 hours later.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date following a usual for me dinner meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set. It is also possible that the user underestimated the carbohydrate content of their meal and chose a meal dose size that was too small, leading to hyperglycemia following the meal.